Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that an informational power on reset (por) message was seen when the patient was attempting to increase their stimulation. The por was not related to an overdischarge. After troubleshooting was performed, the por was successfully cleared and the device was functioning as intended. They reported their therapy had shut off and their pain level increased dramatically. No further complications reported.